Event description:
The customer reported that while removing a basal cell carcinoma from the left cheek, sparks flashed and a small fire erupted. The pt suffered burns to the nose, lips, face, and hand. The pt will have a consultation with a plastic surgeon.